Event description:
During a ptca procedure, the tip of the balloon appeared to be missing after advancement on the guide wire prior to entering the patient. No patient injuries or complications were reported.